Event description:
The physician returned the replacement handheld and software; however, the non-functioning power cord was not returned. The physician kept the replacement power cord and the non-functioning power cord. The replacement handheld and flashcard performed according to specifications.

Event description:
It was reported that physician was having issues with his handheld device cables. The physician unplugged and reconnected the power adaptor and charging cable but the issue was not resolved. Mishandling and storage of the device is not suspected to have caused the failure to charge. The suspect device has not been returned to date.